Manufacturer narrative:
Name- abbvie inc street-1 north waukegan road city- north chicago state- il zip code- 60064 based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient reports that when she lies on the pump's tubing, the medication is not going through her body. She had severe dyskinesia. She was in bed all day with rigidity.